Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: product type lead .product ID 977a260 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2014 (B)(6) product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient had issues with the ins taking a charge. The patient had this issue resolved, but it was found that the leads were twisted. The ins was changed out in 2013 and it was discovered intraoperatively that the leads were twisted and were also replaced. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.